Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturing record evaluation (mre) review cannot be conducted because no lot number was provided by the customer. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure and during this procedure, current leakage message error appeared on the carto® 3 system. All signals (bs and ic) were gone on both systems (carto® 3 system and ep recording). During the signal issue, no other monitor was available to the physician to monitor the patient¿s heart rhythm. It was also reported that an impedance issue occurred, and the ablation stopped automatically. During troubleshooting, the catheters were disconnected and then plugged in again, this solve the problem. The issue occurred twice in less than 2 minutes. It was also reported that the ablation index value took longer time before it was reached, and the parameters were high during the case. The visitag color bar was too low when switched back to normal map. No patient consequences were reported. The case was delayed by 2 minutes. The current leakage error and high impedance cut-off exceeded re to be considered non-MDR reportable since the potential risk that any of these could cause or contribute to a death or serious deterioration in state of health is remote. The loss of all ECG signals has been assessed as MDR reportable.

Manufacturer narrative:
On march 23, 2020, the investigation for the carto 3 system was completed where the signal issue was investigated. The screen recording was viewed and the only ECG signal that was missing was from an unknown lasso nav variable eco catheter. The biosense webster, inc. Field service engineer (fse) confirmed that the issue was resolved by rebooting the system. In addition, images of the carto screen were reviewed, and after careful examination of the ECG signals before and through error 7 existence show that the ECG signals were missing only for the unknown lasso nav variable eco bipolar signal. It might have been that the unknown lasso nav variable eco was not in contact with the heart tissue during that time. It was also confirmed that the body surface (bs) signal was available to monitor the patient¿s heart rhythm during the signal issue. Based on the additional information that became available through the carto 3 system investigation, this complaint is being downgraded to not reportable. Manufacturer's reference # (B)(4).

Manufacturer narrative:
On 4/22/2020, during an internal review of the file, it was identified that one (1) concomitant product was inadvertently omitted from the initial 3500a medwatch report. The item has now been added to field d11. Concomitant med. Product. A correction has also been processed to a previously reported product: ep recording system has been updated to bard ep recording system. Manufacturer's ref # (B)(4).

Manufacturer narrative:
Additional information was received on january 20, 2020, providing the initial reporter address. Therefore, the appropriate fields in section e1. And e3. Have been populated. Initial reporter contact information is: dr.(B)(6). Also, it was determined that section g4. Awareness date on the initial 3500a report submitted on 1/9/2020 was incorrect. Section g4. Awareness date was initially reported as december 16, 2019, however the correct date should have been january 6, 2020. Manufacturer's reference #: (B)(4).